Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: "- please provide the lot number:unk. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).(B)(6).

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What is the lot number? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ 2360 g/m this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hepatectomy procedure on (B)(6)2023 and barbed suture was used. At the end of the surgery, on the first stitch of the return stitch, the suture was detached from the needle. The suture was attached to the decapitator needle, two return stitches were made, and the surgery was completed. The surgeon said, "maybe I pulled the suture too hard because I was tired. When I used product in the next surgery after that, it was fine, so I think it was my problem as the person using it." It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.